Event description:
Information was received indicating that the screen of a smiths medical medfusion pump went blank during infusion, had a bad power cord retainer and bad power cord. No adverse effects were reported.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the corners, the left plunger case was cracked, the bottom case was cracked by the l bracket, and the was no power cord or any other accessory received with the pump. A review of the event history log (ehl) identified improper shutdown. During the functional testing was unable to duplicate the reported issues. The root cause of the issue was unable to be determined or found. No action was taken regarding the reported problem since no problem was found. Performed power up process, occlusion test, preventative maintenance and all functional tests which passed., corrected data: d1, h6-conclusion code.